Manufacturer narrative:
(B) (4).

Event description:
Intraoperative impedances were both high and low out-of-range. Measured at an amplitude of 3 volts, impedances on electrodes 9 and 10 were 59 ohms. The connections were wiped down and were then normal (1535 ohms). At that point, bipolar electrode impedances on combinations with 11 were high (8,000-10,000 ohms). The hcp reported that the metal block of the extension rotated so that electrode #11 may have been damaged. The set screws were checked and impedances were re-run. Electrodes 9 and 10 were again low out-of-range and 11 was still high. The hcp replaced the extension and switched to the other neurostimulator port. The impedance issues remained. The original extension was brought back. The impedance issues remained as before. Deep brain stimulator implant proceeded. Post operatively, the impedance issues persisted; 9 and 10 indicated a short; 11 was still high (6,000 to 7,000 ohms). The hcp was able to program stimulation with the case and electrode 8 to receive therapeutic benefit at a low voltage. A f/u report will be submitted if additional info becomes available.